Manufacturer narrative:
Continuation of concomitant: c4tr01 device, implanted: (B)(6) 2016.

Event description:
It was reported the patient had experienced a fall the previous day and it was noted there was difficulty viewing the p-wave morphology on the stored egms and potential oversensing and undersensing on the right atrial (ra) lead channel. The ra lead sensitivity was adjusted and the ra lead remains in use. No patient complications have been reported as a result of this event.